Manufacturer narrative:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter an unknown sheath so it could not be used. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found in the closed position, with no syringe attached to the unit. The sealant was present in its manufactured position, completely exposed. Regarding the sealant sleeve conditions, a frayed/split/torn condition was observed. Additionally, no sheath was returned inserted on the device. The balloon was deflated, and the core wire was present in its manufactured position. Additionally, a premature deployment of the sealant was observed during this analysis, resulting from the sealant sleeves' frayed/split/torn condition, which led to its exposure. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. However, due to the frayed/split/torn condition of the sealant sleeves, a dimensional analysis to measure the slit length could not be executed. A functional analysis to simulate insertion and withdrawal through a sheath could not be performed due to the sealant sleeves' frayed/split/torn condition. However, a simulated deployment test to evaluate functionality was performed. The unit operated as intended, deploying the sealant and retracting the balloon appropriately when button 1 and button 2 were depressed. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the insertion/withdrawal test could not be executed due to the frayed/split/torn sealant sleeves condition observed. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter an unknown sheath so it could not be used. There was no reported patient injury. The device was being used for hemostasis in a percutaneous transluminal angioplasty procedure. Additional information was requested but not provided. The device is being returned for evaluation. Addendum: the sealant was present in the manufacturing position, completely exposed on product evaluation.